Event description:
It was reported that during da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was damaged on the tip. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 02-mar-2026: the damage was observed on the monopolar curved scissors (mcs) instrument (captured on related record) and tip cover. The tip cover was removed from mcs and discarded during cleaning. The damage was observed on both of the clear area and the gray area. The detailed product information the tip cover was unknown. No material was broken off or detached from this instrument. There was a frayed/broken cable visible at the instrument wrist.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the tip cover accessory involved with the complaint to perform failure analysis. A return material authorization (RMA) was not issued to have the tip cover accessory return as the customer indicated that it was discarded. Although the complaint was not confirmed by failure analysis since the tip cover accessory was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the accessory was not returned, the reported event was unable to be confirmed or replicated.

Manufacturer narrative:
Additional information was obtained from quality engineer (qe) investigation results: the probable root cause of a damaged tip cover may be attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears. Corrections: annex c and d codes were updated.

Event description:
Refer to h11 for follow-up information.